Manufacturer narrative:
Event date estimated based on publication receipt date of (B)(6) 2017. Device is a combination product. Tsuji, yumika, et al., (2017) in-stent restenosis with "inflammatory" neointima following everolimus-eluting stent implantation. International heart journal association. Doi: 10.1536/ihj.17-602 - [(B)(4)].

Event description:
It was reported via literature that in-stent restenosis (isr) occurred. A percutaneous coronary intervention was being performed on a proximal left anterior descending artery and a 4.0mm x 28mm promus premier stent was implanted. Eight months after implantation, the patient developed exertional angina and underwent coronary angiography, which revealed significant isr. Percutaneous coronary intervention was performed one month later. The isr lesion was excised using a dca catheter and dilated using a drug-coated balloon.